Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads, on report 1218058-2025-00100, and the customer's report was not replicated or confirmed. The electrodes passed all functional testing with no signs of damage or malfunction. There was no evidence of sparking, which would typically appear as a darkened area or burn mark. The pads show no signs of arcing, and patient skin reddening is not unexpected during cardioversion. It's important to note that reddening of the skin can be a normal physiological response to high-energy cardioversion, especially in patients with good blood circulation. No indicators of poor coupling or sparking were observed in this case. No trend is associated with reports of this type

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a male patient (age unknown), the electrode pads sparked burning the patient. The patient's skin is red but not blistered. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.